Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 8 infusion set tubing was damaged event on 2- oct -2024. No further information available.